Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited 3 episodes with noise on both the rate and shock electrogram (egm). Approximately 99 anti-tachycardia pacing (atp) was given. No electrograms were stored, however, so the physician is unsure where the atp came from. Defibrillation threshold (dft) testing had been performed on least sensitivity. After reviewing a save to disk, it was noted the impedances and thresholds were stable, and the egm's looked similar to diaphragm stimulation. It was suggested to put ICD to monitor only and perform pocket manipulation. If noise occurs measure the impedance during the noise. If the impedance changes much there is an issue with the lead and further investigation is needed. Subsequently, bsc ts reviewed the stored egm's and discussed that lead insulation defect in the pocket area could cause pectoral myopotential oversensing. Lead impedance is not significantly affected by an insulation defect that exposes to ring-conductor to tissue contact, as it serves as indifferent electrode. Bsc ts mentioned that a longer duration and/or lower sensitivity programming may be only temporary solutions with no guarantee. It was also noted that the 99 atp episodes together with 488 nonsustained episodes occurred before reset. It should be noted that the associated right ventricular lead is a competitor's lead. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.